Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the metal piece at the head end of the push rod popped open while deployment of the filter. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the metal piece at the head end of the push rod popped open while deployment of the filter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The first photo, third photos were similar and shows, upon a plastic packaging, an inducer sheath was seen with a filter; the filter was sightly protruding from distal end of the sheath. Behind a plastic cover a pusher cather was seen, which is loaded onto the touhy-borst adapter and filter storage tube, a blood residue was noted onto the pusher catheter. Additionally, partially view of the dilator was seen. The second photo shows that the inside the packaging, pusher cather was seen, which is loaded onto the touhy-borst adapter and filter storage tube, a blood residue was noted onto the pusher catheter. The dilator was visible, and the tip of the dilator was not clearly visible. An inducer sheath was seen with a filter; the filter was sightly protruding from distal end of the sheath. The fourth photo shows that the partial view of the pusher cather was seen, which is loaded onto the touhy-borst adapter and filter storage tube, a blood residue was noted onto the pusher catheter. A dilator was seen with a clear view of distal tip. No other anomalies were noted. Therefore, the investigation is confirmed for the reported device dislodgement and activation, positioning or separation problem as the filter disengaged was from pusher gripper. A definitive root cause for the reported device dislodged and activation, positioning or separation problem is not determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.